Manufacturer narrative:
The problem was due to a component failure (flashlamp). We are unaware about patient injury.

Event description:
The laser system has the following problem:" simmer error. Found flashlamp damaged". No adverse effects to patient were reported.